Event description:
Two weeks postoperatively, the pt experienced fever and shortness of breath and was readmitted to the hosp. The pt was diagnosed with staph bacteremia and was aggressively treated with antibiotics (vancomycin). It was reported the pt had subsequent hospitalizations and their medical condition continued to deteriorate until they expired in 2002.